Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir filling would not hold any pressure and one of the seals dips and it got sucked into the reservoir. Customer's blood glucose level was unknown. Customer stated that the lot of bent cannula and blood at site. Troubleshooting was performed for bent cannula. The reservoir will not be returned for analysis.